Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted and replaced during a procedure due to unacceptable defibrillation threshold test results. The lead was replaced with a dual coil lead. The patient was stable throughout the procedure, and will be followed up normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.